Manufacturer narrative:
The reported event of over-sensing/noise was not confirmed. Final analysis found the device above elective replacement indicator (eri) level and electrical and mechanical analysis performed under nominal conditions indicated normal functionality. No anomalies were detected.

Event description:
Related manufacturer reference number: 2017865-2023-93606 2017865-2023-93607 it was reported that the patient's pacemaker, atrial lead and right ventricular lead exhibited over-sensed noise leading to pacing inhibition. As a result, the patient experienced pre-syncopal episodes. The device and leads were explanted and replaced. The patient condition was stable throughout procedure.